Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the device log were performed. Visual inspection revealed that the device had a broken door. The cause of the condition was determined to be physical damage. The door was replaced to resolve the problem. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a broken door. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.